Event description:
Procedure type: esophagectomy. According to the reporter: the staple line came opened following the surgery. There was blood loss of more than 250cc reported. A 2 hour delay in the operative time occurred. Surgeon performed an open procedure using sutures to correct the staple line. The re-operation occurred on the same day as the original procedure.

Manufacturer narrative:
(B)(4).